Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed. A visual inspection, complaint history review and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The returned screwdriver is mentioned in several technique guides including: the titanium cannulated lateral entry femoral recon nail system, expert hindfoot arthrodesis nail and the titanium cannulated hindfoot arthrodesis nail. The screwdriver is used to insert/remove locking screws/end caps during nailing procedures. Upon visual inspection of the complaint; the shaft has a transverse fracture near the proximal end of the instrument; approximately 49.5-50.5mm has broken off the instrument and was not returned. The balance of the device shows some wear and tear. The complaint is confirmed. A review of the current design drawing for the top level drawing for the screwdriver was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A DHR review could not be done for the device as the lot number is unknown. Unable to determine a definitive root cause; however, the complaint condition was most likely caused by overtorquing of the device. It is not likely that the design of the device contributed to this complaint. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Other partial UDI: (B)(4) lot number unknown . Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intra-medullary (im) nail procedure, as the surgeon was tightening the distal screw, the stardrive screwdriver shaft broke into two pieces near the quick-connect coupling. No fragments fell into the patient. The procedure was completed with another instrument. There was no surgical delay, and no reported harm to the patient. There is one device on this complaint and the procedure was: im (intramedullary) nail procedure - right tibia. The main portion of the screwdriver shaft is available for return; the smaller portion was discarded by the facility. This report is 1 of 1 for (B)(4).